Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for pd catheter (not a fresenius product) flush and developed peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized due to pd catheter (not a fresenius product) malfunction. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy utilizing vancomycin (dose/route unknown) for peritonitis. It was unknown how/if the pd catheter was treated. Subsequently, on (B)(6) 2025, the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided). (Details not provided). The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event and that product is not suspected.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 20/mar/2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for pd catheter (not a fresenius product) flush and developed peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized due to pd catheter (not a fresenius product) malfunction. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy utilizing vancomycin (dose/route unknown) for peritonitis. It was unknown how/if the pd catheter was treated. Subsequently, on (B)(6) 2025, the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided). (Details not provided). The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event and that product is not suspected.